Event description:
Caller reported the lancet protruded from the softclix plus device cap after the fingerstick, did not report if it was protruding prior to firing. No adverse event reported. Requested return of product, replacement was sent.